Event description:
Ruptured saline and silicone breast implant removed "12/19". At the same time I was being evaluated for loss of 15 lbs without trying. The evaluation showed b-cell lymphoproliferative disorder. Since the removal of the implant, my laboratory tests have gotten progressively more normal. Most recent tests showed most cbc factors within normal range with only slightly low hgb of 11.3. Bone marrow biopsy has not been repeated since the original diagnosis. I am curious if there might be a connection between the recent finding of lymphoma and scc in skin around the site of the implant. I am not aware of any biopsy being done on the removed capsule. Inflatable saline breast implant with small oval of silicone. FDA safety report ID # (B)(4).